Event description:
A pt with significant history of aortic and mitral valve disease underwent surgery for aortic valve replacement and mitral vlave repair in 2004. Following the surgical procedure, the aortic cross clamp was removed and bleeding occurred at the aortotomy site. Cardiopulmonary bypass (cpb) was reinstituted a second time. After the second attempt of removing the pt from cpb, bioglue surgical adhesive was applied to the area of the aortotomy. While the pt was in recovery, a gradual increase in pressure was noted in the superior vena cava (svc). The pt subsequently returned to theatre on postoperative day 1 for re-exploration. When the pt was reopened, it was established that the increase in svc pressue was due to constriction of the svc by a quantity of bioglue resting between the aortotomy and the svc. Specifically, a 'solid ridge' of bioglue was found across the svc and was removed. The pt subsequently had bilateral strokes and the surgeon believes that the strokes were ischaemic because of the high venous pressures that were present during the post-operative period. At the time of this report, the pt was in the intensive care unit.